Event description:
A customer reported that their transfer set had "parts burst." This was reported to have occurred during patient use, though it was noted to have not been associated with any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Expiration date manufacture date: both are unknown because the lot number was not available. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.